Event description:
It was reported that the customer experienced an e-20 alarm. The customer was not able to clear the alarm. The customer keeps seeing version of the software come up on the screen. Advised the customer to revert to their back-up plan. The customer stated that they are going to retire his insulin pump and begin to use his paradigm insulin pump. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.